Event description:
Related manufacturer reference number: 3006705815-2022-00653. It was reported that during a lead revision reported under (manufacturer report number 3006705815-2022-00640, 3006705815-2022-00641) one of the fractured lead part was left implanted in the patient¿s epidural space. Physician was not able to remove it, surgical intervention may take place to address this issue. It is unknown which lead is liable so both leads are reported.

Event description:
Related manufacturer reference number: 3006705815-2022-00653. It was reported that during a lead revision reported under (manufacturer report number 3006705815-2022-00640, 3006705815-2022-00641) one of the fractured lead part was left implanted in the patient¿s epidural space. Physician was not able to remove it, surgical intervention may take place to address this issue. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.